Event description:
The customer reported that the 840 ventilator stopped cycling. It is unk if there was patient involvement. Multiple attempts have been made to get patient information, but no customer response. The customer reported to have replaced the bdu board. Covidien was only authorized to upload the software. The vent passed all testing.